Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2018 at 1:30pm when he obtained a blood glucose reading of ¿179 mg/dl¿ using the subject meter which he felt was elevated compared to his feelings and/or usual results. The patient manages his diabetes using insulin (no adjustments) and denied making any changes to his usual routine in response to the alleged issue. The reporter stated that he experienced symptoms of ¿light headed, dizziness and sweating¿ a ¿minute of so¿ after obtaining the result and denied receiving any form of medical intervention due to the reported issue. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and the test strips were stored correctly and within expiry. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.